Event description:
It was reported that the impactor pad broke while impacting the trial implant. The surgical technique was utilized. There was no surgical delay. No foreign bodies were retained. All available information has been provided.

Manufacturer narrative:
(B)(4). Attempts have been made to gather all product identification information and no further information has been provided. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The event is confirmed. Visual examination of the returned product identified signs of use (gouges) and confirming complaint is fractured. Not all pieces were returned. Dimensional analysis of the product determined that the product, where measured, was conforming to its print specifications. Device was submitted for further analysis. Analysis determined the fracture surface artifacts of hackle marks and river lines suggest the overload mode of failure, which indicated device is fractured. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.